Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   No sample and/or lot number was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that upon removal of the periflex epidural catheter, there was approximately 1cm of catheter tip retained. No injury reported.